Manufacturer narrative:
The customer replaced the user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dim during setup at the highest brightness. The remote service engineer (rse) advised the customer to replace the user interface (ui) assembly to resolve the issue. The rse provided the customer with the part number of the ui assembly to order and replace. The investigation is ongoing.